Event description:
Upon interrogation, it was found that this device was reporting a battery voltage of 2.37 volts and an estimated eri at 3 months. A ram dump was taken from the device for analysis. This device was reinitialized on (B) (6) 2010. Per (B) (6), this device is being recommended for explant and return for analysis.